Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure it was noted that there was a 6mm leak and a thrombus behind the closure device. A plug was implanted to treat the leak that was present. Later that same night the patient experienced a cerebral vascular accident while still in the hospital. The patient was given tpa to treat for the cerebral vascular accident and thrombus. Following this event and treatment the patient was stable. The patient is not experiencing any residual deficits and has since been discharged from the hospital.